Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they "get blood infections" because of their implantable cardiac monitor (icm). The patient was advised to speak with their physician and the icm remains implanted. No further patient complications have been reported as a result of this event.